Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) needed a position adjustment. The reservoir was explanted and replaced. There were no patient complications reported.